Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest equipment. Patient described the area as irritated with a tightness of the garment making it difficult to breathe. There was no alleged device malfunction contributing to the irritation. The patient¿s physician provided care for the area for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.